Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation. High voltage therapy was disabled during backup, although tachycardia therapy was previously programmed off due to chronic atrial fibrillation. The device was successfully reprogrammed. There were no patient consequences reported.